Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure high pacing impedance measurements greater than 3,000 ohms were observed with both the right ventricular (rv) and right atrial (ra) leads. Boston scientific technical services (ts) provided recommendations to troubleshoot the issue including verifying the leads were fully inserted into the device header. All other electrical equipment in the room was also turned off. The leads were tested the pacing system analyzer (psa), which confirmed normal impedance measurements. A new device was attempted and the issue resolved. No adverse patient effects were reported.